Event description:
The following has been reported: non-functional display buttons, the device cannot even be turned on. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.